Manufacturer narrative:
The customer ended the call before the meter serial number could be obtained. It's not possible to determine the MFR date without the serial number.

Event description:
The customer tested her blood glucose using her contour ts meter and received a reading of 220 mg/dl. She retested using another meter and received a reading of 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional info before ending the call. No product will be returned.